Manufacturer narrative:
The affected trolley was available for investigation. The affected as well as the front right caster were secured using a different thread locker and both casters are showing heavy damages caused by inadequate tools used for repair. Hence, it was concluded that the event occurred due to inadequate repair in the past. Due to the wobbling and the restricted maneuverability, a loosened caster is clearly visible to the operator and can be resolved by fixation/replacement of the part. In case of a lost or broken caster the device will tilt but not tip over as long as the user follows the instructions for use regarding transport configuration similar complaints not been reported in the past.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that during the attempt to move the primus, a wheel separated from the frame of the machine. The device hit the arm of a nurse, but there was no serious injury reported.